Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in the emergency department with multiple inappropriate shocks due to noise on the right ventricular lead. The lead also had an unspecified low voltage impedance issue. Programming changes were made until a procedure could be performed. The lead was capped and replaced on 13 apr 2021. Post-procedure the patient was stable.